Event description:
It was reported that during the implanting procedure, the patient went into respiratory arrest and became pulseless. The patient was coded and revived. The patient was noted to be intubated. The lead was attempted and not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode. (B)(4).